Event description:
It was reported the pump and catheter were explanted (B)(6) 2013 due to infection. No rotor study or dye study was performed. The patient outcome was indicated as recovered without sequela. The pump was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter found no significant anomaly, miscellaneous acceptable testing, catheter incomplete, returned in segments. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.